Event description:
During a diagnostic hysteroscopy, physician had great visualization of the patient's uterine fibroid. He was able to switch out the scope for the myosure device and began cutting. Shortly after, distention was lost. When the device was outside of the patient and open to air the intrauterine pressure was reading 100mmhg. Attempts were made to retry the myosure device but were unsuccessful. After going back in with the myosure diagnostically visualization was achieved again. A new myosure device was attached. Physician attempted to start cutting with the new device and distention was lost again. After the first issue the support tech was called, and attempts were made to resolve the issue but none were successful. Physician terminated the case. FDA safety report ID# (B)(4).